Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had intermittent loss of capture and high threshold measurements. Reprogramming was done, and the lead remains in use. No patient complications have been reported as a result of this event.